Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: broken metal cylinder for engagement into block has broken off. The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the attune mod post saw cap sz 6-8 shows that one of the post is broken. Also, the device exhibits heavy signs of repetitive use during a long period of time. No other anomalies were observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. However due to the low incidence a definite root cause cannot be stablished. Properly handling and attention to the approved use of the device diminishes the risk of failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune mod post saw cap sz 6-8 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a damaged instrument. The metal cylinder for engagement into block has broken off. There was no patient harm.